Manufacturer narrative:
No further communication has been received regarding this issue. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information when this physician contacted boston scientific technical services (ts) requesting review of a 12 lead EKG rhythm strip. The visual quality of the EKG strip was poor, however there appeared to be issues with non-capture/non-sensing at a rate around 90ppm/680ms. When the patient was checked later that night, the device function appeared normal. Then overnight, the same loss of capture was observed again. The physician was on his way to evaluate the patient and stated he would contact ts again with further details.